Event description:
It was reported that about two months ago, he noticed it is taking him about an hour to find 'a good spot' for charging implantable neurostimulator (ins) . Caller states if he moves the screen will say 'wire disconnected' and he has to hold the controller in a certain way to maintain charging. The patient(pt) noted at some point seeing passive charge and said he was getting between 60-71. Agent electing to replace controller based on this info and info from related cases. Rm04, needs to hold controller in certain position to charge, controller depleting rapidly. Multiple cases and issues. Pt got new controller but is finding that when charging ins, the recharger telemetry module (rtm) is getting very hot against their skin. They said if they move the cord a certain way it will work for a moment. A request was sent to repair dept to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.